Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed during patient transport due to an adc failure. The customer reported there was no patient harm. The facility biomedical engineer reported a vent inop data acquisition pcba adc reference failure was noted in the device diagnostic history. The biomedical engineer was advised to evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb board cable and reseat them both. The biomedical engineer reported the parts were reseated as advised and the unit was operated for two days with no repeat of the reported problem.